Event description:
Received a copy of a letter written by the pt - "for the last 6 months, I've been experiencing sickness with a low immune system. I went into the dr.'s and they said I have extremely high thyroid antibodies, off the chart high. My thyroid wacked out and I been on medicine for it. Also for the last 6 months, I've been experiencing severely painful breasts for most of the month. I may have 2-3 days where I'm relieved of any pain at all. Could this be associated with the implants? This never had been an issue with me prior (to) the surgery other than a few days before by period.